Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the insulin pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Visual inspection of the pump found some cosmetic damages. Investigation found that the pump powered up to a dim/fading and discolored verify screen. Unrelated to the display issue, it was observed that the battery compartment was cracked.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. Reportedly, the display had faded gradually over the past year and there were no lines or ink spots on the display screen. Patient reported that the pump gave appropriate audio/vibration alerts, and that the display issue was not resolved with battery changes or resetting contrast to maximum setting. Patient denied that there was trauma or moisture exposure to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.